Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient received a blood glucose result of "hi mg/dl" on an unknown device. It was reported that the patient did not have any back therapy. The caretaker transported the patient to the hospital to get insulin. The blood glucose results obtained at the hospital were not provided. It is unknown how long the patient was hospitalized.